Event description:
The complaint/event involved a clave® connector. The customer reported that the positive pressure joint of the device leaked after mannitol was administered on a patient for half an hour. The internal piston of the positive pressure joint was reportedly broken, causing the piston to fail to spring back to the original position. The product was urgently replaced as an accessory to an intravascular infusion device, a cannula was placed in a vein or artery. There was patient involvement and delay of treatment, but unknown patient harm. No further information is available for this complaint.

Manufacturer narrative:
The actual device is not available for investigation at this time. A review of the device history record is pending.

Manufacturer narrative:
The complaint of leaks on item 01c-c1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.